Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that during use on a patient, the 840 ventilator displayed that the unit was cycling but that the unit did not appear to be cycling. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. It was reported that there were no error codes in the logs. The customer reported that they ran the ventilator on a test lung and the unit appeared be functioning as intended. The alarm logs were erased when the unit was set for a new patient. It was reported that the unit passed extended self-testing (est) and it ran over the weekend with no issues. It was noted that they wanted a service engineer to evaluate the device.

Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. No errors were recorded in the diagnostic logs. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.